Manufacturer narrative:
(B)(4).

Event description:
A patient and health care provider (hcp) reported that there were other patients who had problems with their therapy. There were multiple patients with devices that were not working. No troubleshooting, interventions, or outcome were reported regarding this event. Follow-up was not possible at this time. If additional information is received, a follow-up report will be sent.